Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: there were no cracks or damage observed to the cartridge compartment. The returned cartridge cap fully attaches to the pump and was used to complete testing. The black box shows a replace cartridge alarm on (B)(6) 2014 01:49; deliveries resumed 03:25. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The battery compartment is cracked on the side from the threads to cover. Returned battery cap used to complete testing. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a casing condition (cracked/damaged casing) issue. The reporter stated that the cartridge compartment is cracked. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with polydipsia and polyuria and unspecified amount of ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged casing issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.